Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the ¿system monitor has no display on power up¿ was confirmed the returned system monitor (serial #(B)(4). The returned system monitor was tested together with laboratory equipment and upon powering on, the screen remained blank confirming the reported issue. The main printed circuit board was found to be not functional. Further evaluation of the printed circuit board could not reproduce the reported powering on issue. A root cause of the system boot up issue could not be determined during the evaluation. Customer was provided the purchase order quote but declined repairs and requested the system monitor to be scrapped. The unit will be scrapped. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System monitor (serial # (B) (4) was shipped to the customer on (b)() 2014. Hmii IFU and the hm3 IFU has details on the proper use of the system monitor. If the system monitor does not function properly, contact the company's technical service department for assistance. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor had no display on power up. The customer tried different power cables and outlets but the same issue persisted. The system monitor was sent for repair.